Event description:
It was reported that the patient called to question if the pacemaker and leads were part of advisory and to report something in a level too high, possible concern on one of the leads. Patient noted implant site throbs intermittently since implant. Patient also mentioned having fallen twice within past couple of weeks. Follow up confirmed there was high and increased impedance on the right ventricular (rv) lead. Follow up also indicated the patient has had localized pain around pacemaker site. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID addr01 implantable pulse generator (ipg), implanted: (B)(6) 2010; 5076 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).